Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates, surgical intervention took place on (B)(6) 2025, wherein the ipg was explanted and replaced. Post-operatively therapy was restored and impedance issues resolved, and no intervention was done with the leads. The leads are therefore no longer reportable.

Event description:
It was reported that the patient has high impedances on both their leads. As a result, surgical intervention may take place at a later date to address the issue. Additionally, patient's ipg will also be replaced, and the reason for replacement is unknown at this time.

Manufacturer narrative:
Date of event is estimated.